Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, the patient reported an elevated blood glucose reading of 350 mg/dl with his typical reading being 180 mg/dl. He corrected his reading by giving himself an insulin injection. He stated, he rec'd an e7 (electronic error) on his insulin infusion device while the piston rod was returning. He stated he feels "the pump was not doing what it was suppose to." The pt was in a hurry and did not have time for troubleshooting. On follow up with the pt on four days later, the pt stated his blood glucose readings are back to his normal range and he has had no further issues. The pt was in a hurry and declined further discussion. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.